Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 device suddenly stopped working. Approx 60 seconds were allotted for the device to cool down; however, when the device was used again, the power supply beeped as though it was activated but there was no visual feedback that the tool was working. The jaws were released from the branch and it was evident that the device was not working as there were no changes to the tissue. This was attempted several times without success. A replacement device was used to complete the procedure. The same cable was used with the second device. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. (B)(4).